Event description:
It was reported in a poster presentation titled "vagus nerve stimulation therapy enhances obstructive respirations during sleep" from sleep 2011 national sleep meeting, that six pts were diagnosed with obstructive sleep apnea (osa) that is associated with vns stimulation. The pts were part of a three part study on the association of vns stimulation and osa. The first part of the study modified vns settings to confirm a relationship of the vns stimulation to the osa. In part two of the study, the vns was disabled and the CPAP or bipap was titrated to settings that properly prevented the obstructive respirations. In part three of the study, the vns was turned back on while maintaining the pap levels from step 2 and the obstructive respirations resumed. The vns settings were adjusted until parameters were identified that did not induce the obstructive respirations. Only three pts were able to have their apnea controlled by step 2 of the study when vns stimulation was disabled. These three pts, the reduction of the signal frequency to the range of 10-15hz minimized the promotion of the obstructive respirations. This report is for the third pt in the study that reached step 3. Attempts for further information including pt and product information as well as future interventions have been unsuccessful to date.

Manufacturer narrative:
Simmons, jerald h., and shaaron barlow. "Vagus nerve stimulation therapy enhances obstructive respirations during sleep." 2011 sleep 2011. Minneapolis convention center, minneapolis. June 13 2011. Lecture.